Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: after inserting IV catheter, attempted to depress safety retractor mechanism, but button jammed such that it was very hard to press it all the way down, and needle remained exposed. Devices with same expiration date/ lot number removed from unit stock; items returned to supply manager along with description of issue.

Manufacturer narrative:
The initial reporter also notified the FDA on 02may2023. Medsun report # (B)(4);a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: after inserting IV catheter, attempted to depress safety retractor mechanism, but button jammed such that it was very hard to press it all the way down, and needle remained exposed. Devices with same expiration date/ lot number removed from unit stock; items returned to supply manager along with description of issue.